Event description:
Patient developed symptoms of hypersensitivity, including delayed positive skintest, subsequent to receiving collagen injection. Patient has been treated with oral prednisone and injection of kenalog by physician other than reporter.